Event description:
This report is being filed as an adverse event soley to comply with the FDA's blood loss policy. At the very beginning of a routine hemodialysis treatment, as blood was starting to enter the disposable cartridge, arterial pressure and arterial air alarms occurred that could not be resolved. The operator reported that the blood in the tubing looked dark, and therefore discontinued the treatment without return of the pt's blood resulting in an estimated 30cc blood loss. No medical intervention was required.

Manufacturer narrative:
There is no evidence to suggest that a device malfunction occurred. The occurrence of both arterial pressure and arterial air alarms at the beginning of the treatment is indicative of inadequate blood flow from the pt to support the commanded blood pump rate as referenced in device labeling alarm troubleshooting. The cycler alarmed appropriately. Device labeling instructs to return the pt's blood if alarms cannot be resolved promptly and that the risk of clotting increases when the blood pump is stopped such as during alarm conditions. The reported blood loss was reviewed with facility staff. A direct correlation between the nxstage system one and the pt blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.